Event description:
It was reported that during the implant attempt, it was not possible to engage the right ventricular coil setscrew. Upon inspection, it was thought that the setscrew had backed out of the header and was crosswise under the grommet. In order to verify the problem, the physician removed the grommet and the setscrew fell out. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.